Event description:
Sorin group USA received a report that during an endoscopic vein harvesting procedure, a blue piece was seen in the patient's leg. The clinician recovered the debris from the leg. The bipolar device was changed out and the procedure continued without any further issues. There was no patient injury or complications.

Manufacturer narrative:
Sorin group USA received a report that during an endoscopic vein harvesting procedure, a blue piece was seen in the patient's leg. The clinician recovered the debris from the leg. The bipolar device was changed out and the procedure continued without any further issues. There was no patient injury or complications. The bipolar device was returned to sorin group USA for evaluation. Upon receipt, the device was subjected to visual inspection and functional testing. Visual inspection of the device with the jaws open found a groove on the upper jaw where material could be missing from. The damage appears consistent with having been caused by the blade. It has been determined that in order for the groove to be produced, an excessive amount of torque must be applied while cutting, causing the blade to come in contact with the jaw. Based on the above, it has been determined the most likely cause for the blue piece in the patient's leg was due to excessive amounts of tissue being clamped while applying excessive force and cutting. The vascular instructions for use state, "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument." In addition, the instructions for use state "examine the device carefully prior to use, during use and after completing the procedure to ensure the jaw is intact. If the jaw is not intact, locate missing pieces. Do not use the device if damaged." No further action is deemed necessary.